Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a left atrial flutter (l-afl) procedure with a smart touch bidirectional, suffered cardiac tamponade which was noticed by intracardiac echocardiography (ice) and required a pericardiocentesis. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The concomitant products: carto3 system 11385, (B)(4).

Event description:
It was reported that a patient, underwent a left atrial flutter (l-afl) procedure with a smart touch bidirectional, suffered cardiac tamponade which was noticed by intracardiac echocardiography (ice) and required a pericardiocentesis. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. Multiple attempts were done to request for further details of the event. However no additional information has been provided.